Event description:
It was reported that the device noted an episode of oversensing of electromagnetic interference. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant continued: 4537 competitor implantable pacing lead: (B)(6) 2006. 1488tc competitor implantable pacing lead: (B)(6) 2005. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.